Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for evaluation. Examination of the returned device revealed that the unit returned has the imaging window detached at the lap joint section, there was damage observed on the guidewire exit port assembly, multiples kinks were observed along the length of the imaging window and tip. During functional inspection, a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted, impedance testing shows a good unit wave form. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), it was noted that lost image occurred. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good. However, device analysis revealed that the unit returned has the imaging window detached at the lap joint section.